Event description:
It was reported that during preparation, a xience xpedition stent delivery system (sds) was removed from the plastic hoop without difficulty or resistance and upon removal, the stent was missing from the sds. The stent was found inside the plastic hoop. The device was set aside and another unspecified sds was used successfully for the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.